Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. This report has been deemed reportable based upon the evaluation of the actual device. One 119 cm 6fr r2p destination sheath was received for product evaluation. The dilator and valve assembly were not returned for evaluation. The sheath was returned with the metacross balloon stuck inside a portion of the sheath. The sheath was subjected to visual inspection and it was noted that the tip of the sheath was broken in two places along the shaft. The first portion was the proximal end of the sheath (including the sheath hub) and the breakage was noted at 16.8 cm from the hub. The outer jacket was greatly stretched along the sheath shaft at 0.6 cm to 9 cm from the sheath hub. The second portion was 4.3 cm long and was flattened on the distal tip end. The third portion (which included the sheath tip) was 66.2 cm long with a kink noted at 62 cm from the sheath tip. The sheath ID measured at 0.221 cm which is within specifications.the complaint can be confirmed for sheath mechanical separation. The likely cause of the event is withdrawing the sheath in the presence of resistance. The complaint description states that there was severe calcification noted in the forearm and there was resistance noted during insertion, which could be from the severe calcification. Pulling forces during withdrawal along with resistance in the vasculature likely caused the breakage. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea). A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a r2p case and ballooning the left (sfa) superficial femoral artery with a 7mmx150 metacross. When they attempted to remove the balloon through a 119cm destination slender, however the balloon became stuck halfway back. The staff attempted to pull negative with a 60cc syringe and relax balloon and still could not remove. As the doctor tried to remove the shaft began to stretch and broke. Sheath was removed from the patient and was replaced with another sheath. The blood loss was less than 250cc's. The patient was in stable condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required. Additional information was received on 13january 2021: after the balloon catheter broke inside the destination, the destination was removed such that the stuck portion of the balloon was outside the body. At this point the physician cut the destination distal to the balloon. This was done so we could advance a wire down the destination and into the arteriotomy so that we could finish the case. Once the wire was advanced down, we were able to remove the remaining destination component and advance a new destination over the wire and successfully complete the case.